Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited possible crosstalk or far r-wave oversensing. Programming changes were made, and the phenomenon was no longer visible on real-time egms. The patient was stable throughout and will continue to be monitored.